Event description:
New information indicated that the device was explanted and replaced. The patient was stable prior to, during, and after the procedure.

Event description:
New information received indicated that the device exhibited premature battery depletion.

Manufacturer narrative:
The reported event of inability to interrogate and the concern of rapid battery discharging were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery voltage was in normal level, with elevated current drain. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.the device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that the device could not be interrogated since december 2022. Troubleshooting was performed but was still no communication could be established with the device. The device will be replaced in the future. There were no adverse health consequences, the patient was stable.